Event description:
It was reported that there was damage to the charging port and the touchscreen was unresponsive. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.